Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapeze vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from tilt of the filter and the resultant symptoms.. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter. The patient reported becoming aware of the event approximately four years and six months post implant. The patient also reports anxiety related to the filter. The patient¿s medical history is notable for human immunodeficiency virus infection, end-stage kidney disease on dialysis, history of kidney transplant (cadaveric), hypertension, hepatitis c, anal condyloma, vancomycin resistant enterococcus infection, history of pseudomonas infection, arterial occlusive ischemia of a right-hand finger, arteriovenous left arm graft placement, benign prostatic hypertrophy, hypertension, cholecystectomy and peripheral neuropathy. According to the medical records, prior to the index procedure, the patient had been discharged from another hospital after being treated for a left leg hematoma as a result of trauma. The patient was readmitted to the hospital after developing a fever and was being treated for cellulitis of the left leg. Ultrasound of the bilateral lower extremities was performed and identified nonocclusive thrombosis of the right superficial femoral vein with minimum nonocclusive thrombus of the calf vein on the right leg. Ultrasound of the abdomen showed hepatomegaly, and ascites. According to the implant records the filter was indicated for deep vein thrombosis (dvt). An optease filter was placed via the right femoral vein and was deployed just below the renal veins at the level of l3 and l4 regions. The filter deployed without complication. The patient tolerated the procedure well and left specials department in satisfactory condition. Approximately four years and seven months post implant the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the ivc filter. Results of the scan noted the presence of an ivc filter with a slight tilt. No evidence of fracture or migration and does not appear to be embedded. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, prior to the index procedure, the patient had been discharged from another hospital after being treated for a left leg hematoma as a result of trauma. The patient was readmitted to the hospital after developing a fever and was being treated for cellulitis of the left leg. Ultrasound of the bilateral lower extremities was performed and identified nonocclusive thrombosis of the right superficial femoral vein with minimum nonocclusive thrombus of the calf vein on the right leg. Ultrasound of the abdomen showed hepatomegaly, and ascites. According to the implant records the filter was indicated for deep vein thrombosis (dvt). The implant records confirmed the patient was implanted with an optease filter. The right groin was prepped and draped in the usual sterile fashion. Using ultrasound guidance, local anesthesia and routine sterile technique, the right femoral vein was accessed over the femoral head region. Using over-the-wire technique, a j-wire was advanced into the inferior vena cava (ivc). A venacavogram was performed to localize the renal veins as well as to evaluate the size of the ivc. Under fluoroscopy an optease retrievable filter was deployed just below the renal veins at the level of l3 and l4 regions. The filter deployed without complication. The patient tolerated the procedure well and left specials department in satisfactory condition. The patient¿s medical history is notable for human immunodeficiency virus infection, end-stage kidney disease on dialysis, history of kidney transplant (cadaveric), hypertension, hepatitis c, anal condyloma, vancomycin resistant enterococcus infection, history of pseudomonas infection, arterial occlusive ischemia of a right-hand finger, arteriovenous left arm graft placement, benign prostatic hypertrophy, hypertension, cholecystectomy and peripheral neuropathy. Patient¿s allergies included amoxicillin, bactrim and oxycodone. Approximately four years and seven months post implant the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the ivc filter. Results of the scan noted the presence of an ivc filter with a slight tilt. No evidence of fracture or migration and does not appear to be embedded. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter, becoming aware of this event approximately four years and six months after the filter implantation, and further experienced anxiety related to the filter.